Manufacturer narrative:
(B)(4). Double feed. The analysis results of the device found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, a double feed incident occurred causing two clips partially formed. However, it could not be determined what may have caused this condition. The remaining clips were conforming according to our manufacturing specifications. In addition, the device locked out as intended but the orange indicator was not visible. This finding is not related with the incident reported. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic cholecystectomy procedure the device fired, but the clips would not close all the way. Unknown at what firing that issue occurred. Another device was used to complete the case with no patient consequence.